Event description:
A vns treating physician reported that he had a handheld computer and it was not turning on. The lock button was not engaged and the power light was lit, indicating that the handheld was charging. However, it was noted that the light was green and flashing. A hard reset was performed and it was still not turning on. They tried charging the handheld with a different power cable and then turning it on, and this was not successful. The battery in the handheld computer is inserted in the proper orientation the handheld has been returned for analysis and completion is pending.

Event description:
Handheld pa was completed on (B)(4) 2013. Analysis of the handheld confirmed that the hhd display had no image during startup. The cause for the identified anomaly is associated with a defective display. Once the display was replaced with a known good display, no further anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.